Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube, a broken reservoir tube lip, cracked battery tube threads and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed an error. The customer is pregnant. The customer did not have a backup plan. The insulin pump was not dropped or bumped. The customer's blood glucose was 10 mmol/l. Nothing further was reported.